Event description:
It was reported that possible undersensing was noted on the atrial channel on current and stored electrograms (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.